Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia. Blood glucose value at the time of event was 400 mg/dl. Customer also had critical pump error. Troubleshooting was performed. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they had symptoms like nausea, vomiting, difficulty in breathing. No further patient complications were reported. The device will not be returned for analysis.